Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right rear side frame where the anti tippers go in, is broken at a weld.